Manufacturer narrative:
This report is filed on april 09, 2019.

Manufacturer narrative:
This report is submitted on february 08, 2019.

Event description:
Per surgeon, it was reported that the device was explanted on (B)(6) 2019 due to medical reasons.